Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient experienced cardiopulmonary arrest due to the leadless implantable pulse generator (ipg) loss of capture resulting in pacing failure at high outputs and rise in thresholds. The leadless ipg was reprogrammed and it specified that the issue was resolved. Later, the next day, the patient experienced ventricular fibrillation (vf) requiring external defibrillation. Eventually, the patient passed away.